Event description:
The customer reported that on the bone marrow treatment unit (bmtu) a blood transfusion of prbc's was intended to be completed at 2115, however it was still infusing with a vtbi of 219mls left in the bag at the time due to be completed. Visual inspection of the bag noted approximately 1/4 of the blood remained. The rn called the blood bank, who instructed the nurse to discontinue the infusion due to the 4 hour limit on infusions of prbc's. The lip was notified and a cbc was reordered. The patient's vital signs were stable and tolerated the infusion well. The pump was sequestered, and the infusion sets and set up were inspected by 2 nurses with no visual irregularities. Although requested, no further information was provided.

Manufacturer narrative:
No product returned. Because no device or device logs were returned or expected to be returned, no failure investigation could be performed. The root cause of the customer's experience was not identified.

Event description:
The customer reported that on the bone marrow treatment unit (bmtu) a blood transfusion of prbc's was intended to be completed at 2115 but it was still infusing with a volume reading 219mls. The bag appeared to have 3/4's of the bag infused and as documented at approximately at 1830, 103mls infused. Infusion was stopped due to 4 hour limit with blood bank directive. Lip notified and reordered cbc checked, patient vital signs were stable. Pump was sequestered, infusion sets and set up were inspected by the nurses with no visual irregularities. Although requested, no further information has been provided.